Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the one infusion was fell off during use and infusion set is long for 36 hours. The blood glucose level was 200 mg/dl. No further information available.